Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse tightened the bsv knob resolving the leak. The cannot move cassette on bed errors were unrelated to the leak and the fse replaced other parts to resolve the errors. The instrument was verified to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak a coulter hmx hematology analyzer with autoloader. Approximately 3 ml of diluted blood leaked at the secondary rinse block during the second travel down probe when the blood sampling valve (bsv) and probe are backwashed. The instrument also generated cannot move cassette on bed errors. The instrument operator was wearing gloves, a lab coat, and glasses at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.